Event description:
It was reported that the patient was having difficulty and frequently charging the ipg. It was also stated that the patient experienced pain and discomfort when ipg would not charge anymore. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.